Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. Date of issue is an approximation. The patient stated the sensor failed before the sensor warm up session and shortly after, they went into hypoglycemia. The patient was taken to the hospital for treatment and was discharged after. There was no allegation against the device as the patient was not in a sensor session due to the failed sensor in which they would not receive bg values during that time. Additionally, the patient stated they did not have any test strips to check their blood glucose (bg) levels. At the time of contact, the patient was in stable condition. No additional patient or event information is available.